Manufacturer narrative:
In this case, no defect in the product was detected (the product was not returned, but a defect is considered highly unlikely). The issue in this case related to the accidental insertion of the catheter into the suprachoroidal space, and subsequently an unintentional suprachoroidal infusion was performed. This case relates to an error of surgical technique, and no product defect is suspected. (B)(4).

Event description:
Set up 25g infusion trocar according to the manufacturer's recommendations for tuning. Supra-choroidal infusion. Massive choroidal detachment.